Event description:
The surgeon reported that during insertion of the intraocular lens, the incision had to be enlarged. There were no reported postoperative sequelae. Add'l info has been requested, but has not been received. Please reference MDR # 1119279-2013-00241 for the inserter used during this event.

Manufacturer narrative:
The lens was implanted; therefore, it is not available for eval. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.